Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "chipped adhesive around objective lens and light guide lens" is traced to component failure and for the malfunction "foreign objects inside the light guide lens and server plug in" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that foreign objects inside the light guide lens and server plug in, chipped adhesive around objective lens and light guide lens was found. There was no patient involvement.